Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked within introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened . The main coil was found kinked and stretched near to the interlocking arm. The delivery wire was found damage (stretched) in the zap tip section. The zap tip of the delivery wire was detached. No more damages were found in the returned device. The delivery wire was advanced through the introducer sheath without problems, no resistance was felt. The proximal end was found damaged (stretched). The interlocking arm was found kinked. The zap tip has a smooth surface. The main coil was kinked near the interlocking arm. The interlocking arm was inspected and no anomalies were noted.

Event description:
Reportable based on device analysis completed on 06 nov 2019. It was reported that the coil could not deploy. A 20mm x 40cm interlock-35 was selected for use. During procedure, it was noted that after many attempts, the coil could not deploy. Thus, the physician withdrew the coil. The coil was pulled out within the catheter from the patient. The procedure was completed with another of the same device. No patient complications were reported. Patient was stable post procedure. However, device analysis revealed that the zap tip of the delivery wire was detached.